Event description:
It was reported that after implant the patient's pocket did not heal and had discharge from it. Cultures were negative, but they explanted ins and used new ins in a new pocket. For subsequent events, see MFR. Rep. # 3004209178-2012-07032.

Manufacturer narrative:
(B)(4). Lead model 3093-28, lot# v836134, implanted: 2012 (B)(6), explanted: na; programmer model 3037, serial# (B)(4).